Manufacturer narrative:
(B)(4). This has been an on-going issue prior to january 20, 2014. The reported complaint is confirmed. The user facility provided a photograph which shows the rusting cooling bar. The unit was functional. The unit is over 13 years old. The manufacturer's technical services advised the customer on how to clean the unit. The customer has been using cidex to clean the unit. The customer stopped using this product (cidex) about a year ago and started using what the manufacturer recommends (interchlor). A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater cooling bar was rusting. The cooling bar rusting has been an on-going issue. Customer noticed this during cleaning process. There was no patient involvement.